Event description:
It was reported that following a spinal cord stimulation implant procedure, the patient woke up and could not move their legs. The patient underwent an explant procedure where all devices were removed. The patient then had to go back into the operating room to remove a hematoma. The explanted devices were disposed at the facility. The patient was in a rehab facility and getting better.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: m365sc12320, serial: (B)(6), batch: 570242.